Event description:
The patient had many medical problems and was in a nursing home. The patient¿s cardiac history was ¿not good¿ and he recently lost a leg. In march, the patient had an mi (myocardial infarction) and was an in-patient for 2 months. In april, he had blood in his urine. On (B)(6) 2014, the pump showed an eri (elective replacement indicator) of less than 1 month. The patient had been exhibiting some withdrawal-like symptoms such as sweating and cardiac symptoms; this reporter did not know when these symptoms occurred. The patient¿s condition was complicated as he had other health concerns. The patient was on oral medications and cardiac medications. The pump was delivering hydromorphone, clonidine, bupivacaine, and compounded baclofen. The patient had been a no show several times for pump refills and had been non-compliant. They were planning to bring the patient into the clinic on (B)(6) 2014 if he could be released from the facility where he was currently. It was later reported that the patient did not come in for the pump refill on (B)(6) 2014. They were not sure if he was still an in-patient, but no one called regarding him; the family or the nursing home and they knew the importance of him coming into the clinic. This made his 13th no show for his pump. The actions taken and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later reported the pump was explanted due to eri. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly, eos due to time progression.